Event description:
It was reported that the patient reported seizures. It is unclear whether or not the seizures are an increase above the patient's pre-vns baseline frequency. It was reported that the device was not nearing end of service and the patient was referred for prophylactic generator replacement. No known surgical interventions have occurred to date. No additional relevant information has been received to date.